Event description:
It was reported " misefire/jamming - staples not firing." No patient harm or consequences reported. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be misaligned. The stapler was returned with (B)(4) staples remaining in the cover block, indicating that at least (B)(4) staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. The device was disassembled. Dimensional inspection was performed on the anvil. The inner angle of the hook measured (B)(4) is not within the specification of (B)(4). The outer angle of the hook measured (B)(4) which is within the specification of (B)(4). A non-conformance was previously opened to address anvil components out of specification. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, one unformed staple and one fully formed staple fired simultaneously. The next two staples fired properly. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened by the manufacturing site to further evaluate this issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon visual examination of the returned sample, the staples were observed to be misaligned. The stapler could not consistently fire staples correctly due to the misalignment of the staples. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " misefire/jamming - staples not firing". No patient harm or consequences reported. Another device was used to complete the procedure.